Event description:
The customer contact reported the pump did not alarm when a distal occlusion was present. The pump was programmed to deliver an unspecified concentration of versed at a "very low rate, less then 0.5mg/kg/hr" and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that pt was "stirring." The nurse evaluated the pump, cassette tubing and the pt's IV site. It was reported that the nurse noted a "sucking noise." At this time a distal occlusion of the tubing set was noted. No pump alarm was noted. The pt was treated with an unspecified medication IV push. Therapy was resumed using the same tubing set and pump. Approximately one hour later, the "same thing happened." The tubing set was replaced and the delivery was resumed using the same pump. There were no reported adverse patient sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.